Event description:
The account alleged the head function is drifting.

Manufacturer narrative:
The account found the CPR valve was not seating properly. The account replaced the CPR valve to repair the bed.